Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The reported product was returned to the product surveillance team for examination. A portion of the cutting edge of the drill has fractured off. The fragment was not returned. The remaining spiral fluting shows some signs of wear in the form of dents. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): g2: report source italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A broken drill bit was reported prior to surgery. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.